Event description:
A customer reported an electrical issue with the pump, noting it overheated and became hot to touch. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to put the pump into storage mode and was provided with a pre-paid return label for shipping the malfunctioning pump back to tandem. A replacement pump was sent, and the customer switched to using multiple daily injections as a backup insulin therapy.